Manufacturer narrative:
Corrected data: section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the yellow wrench alarm and green power symbol intermittently flashing and the heartmate mobile power unit (mpu) not providing power to the system was confirmed via evaluation of the returned mpu. The returned mpu, serial number (B)(6), was evaluated at the service depot on 17apr2025. The unit was connected ac power, and a yellow wrench alarm activated. The mpu was opened, and the issue was traced to a nonconforming capacitor on the power supply printed circuit board assembly (pcba). No further testing was performed. Multiple attempts were made to obtain additional information regarding log files from the reported event date range of 15-16dec2024, type of alarms seen, and resolution of the alarms; however, no additional information or files were provided. The reported event of a nonconforming capacitor on the mobile power unit power supply pcba was confirmed and a corrective action was initiated to investigate this issue. The device history records were reviewed, and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 01jul2024. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use section f, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) was not functioning properly. The device was visibly and audibly alarming for the patient, with both the yellow wrench and green power symbols intermittently flashing, which occurred when the white system controller cable was connected to the mpu. The patient replaced mpu batteries, changed wall outlets, and checked the mpu connection, all with no resolution. Afterwards, the alarms stopped, but the mpu continued to fail to supply power. The mpu was exchanged. Event log files were submitted for review and only found pulsatility index events.